Event description:
Sensor failed before it's expiration for wear of 15 days. Seems to be a thing with these sensors and is not acceptable by any means due to the cost. I'd think since I keep seeming to have these issues I'm not the only one and I would hope the FDA would start a investigation as people are probably not reporting it to you. Ask abbott for records since they have to have them and see how bad it actually is for users.